Manufacturer narrative:
Product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) in taiwan regarding a patient receiving intrathecal baclofen therapy (itb) via an implanted pump. The type of baclofen, lot number, concentration, and dose were not provided. The patient¿s diagnosis was dystonia. The patient suffered from left hand tremoring and was sent to the emergency room (ER) and then transferred to a different ER. After checking through x-ray, the hcp found the catheter was dislocated and decided to replace the ¿lead¿ to resolve the issue. The patient outcome was ¿further intervention to prevent permanent disabilities¿. It was noted the patient did not have any contagious disease. It was unknown if the ¿lead¿ was in reference to the catheter or a stimulation device. The event date, troubleshooting performed, cause of the catheter dislocation, and other medications the patient was taking at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. (B)(4). Information was received from a healthcare provider via a company representative who indicated the patient had been admitted to the emergency department due to the patient¿s left hand shaking badly while at school on (B)(6) 2015. The x-ray that was taken indicated catheter slippage. It was noted that the soonest that the operation for treatment would be performed would be (B)(6) 2015 at the latest. It was reported that the "catheter was changed" (exact date not provided). The patient¿s dosage was 110 mcg/day. The patient was getting better but the patient had complaints of not being able to raise ¿his hand with tremor occasionally ,¿ and the wound pain bothered the patient. The surgeon raised the dosage to 130 mcg/day from (B)(6) 2015 and checked the patient¿s status afterwards.

Manufacturer narrative:
The previously reported description event problem was updated/corrected.

Event description:
On (B)(6) 2015- information was received from a healthcare provider (hcp) via a company representative (rep) in (B)(4) regarding a patient receiving intrathecal baclofen therapy (itb) via an implanted pump. The type of baclofen, lot number, concentration, and dose were not provided. The patient's diagnosis was dystonia. The patient suffered from left hand tremoring and was sent to the emergency room (ER) and then transferred to a different ER. After checking through x-ray, the hcp found the catheter was dislocated and decided to replace the "lead" to resolve the issue. The patient outcome was "further intervention to prevent permanent disabilities". It was noted the patient did not have any contagious disease. It was unknown if the "lead" was in reference to the catheter or a stimulation device. The event date, troubleshooting performed, cause of the catheter dislocation, and other medications the patient was taking at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. On (B)(6) 2015 information was received from a healthcare provider via a company representative who indicated the patient had been admitted to the emergency department due to the patient's left hand shaking badly while at school on (B)(6) 2015. The x-ray that was taken indicated catheter slippage. It was noted that the soonest that the operation for treatment would be performed would be (B)(6) 2015 or (B)(6) 2015 at the latest. It was reported on (B)(6) 2015 that the "patient changed the catheter and baclofen dosage" to 110 mcg/day. The patient was getting better but the patient had complaints of not being able to raise "his hand with tremor occasionally," and the wound pain bothered the patient. The surgeon raised the dosage to 130 mcg/day from (B)(6) and checked the patient's status afterwards. On (B)(6) 2016 additional information was received from a company representative who indicated that the patient's device was replaced on (B)(6) 2015. The troubleshooting performed in relation to the catheter dislocation was reported as "change the catheter." The baclofen concentration was 2000 mcg/ml, and the pump was programmed to deliver 350 mcg/day in flex dosing mode. The patient's diagnosis for the use of the infusion system was spasticity.